Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Stenosis, angina, and ischemia, as noted in the xience IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. There does not appear to be any indication of a stent delivery system (sds) quality deficiency. It is possible that the angina and ischemia were secondary effects of the stenosis, which required hospitalization and treatment with balloon angioplasty. Although a conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2007. Predilatation was performed prior to stenting of the proximal rca (3.0x12 mm xience v) and the proximal lad (2.5 x 18 mm xience v). No procedural complications were reported. The patient experienced chest pain or angina equivalent, class ii and a positive functional ischemia study. The patient was rehospitalized for a diagnostic angiography and balloon angioplasty was performed on the proximal rca. Patient's condition improved. No additional event or patient information is available.